Event description:
It was reported that the home patient (hp) made a use error of reusing single use supplies while performing peritoneal dialysis (pd) therapy on the homechoice (hc) device. The hp lost power while in therapy, disconnected, and when the power was restored she was trying to continue on with therapy without starting over with new supplies. The hp had reconnected and realized that the hc was in set up. The hp called baxter technical service at that point to question why the hc was at "load the set." The hp was going to use the same supplies because she thought she was just going to continue on with the therapy. At that point the technical service representative (tsr) informed the hp that she needed to disconnect and start over with all new supplies. There was fluid in the patient line from the previous therapy. The hp had not started a new therapy before she called in. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. If there is any additional relevant information, a supplemental report will be submitted.